Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer mentioned that they use their shirt to cover the pump. Customer's blood glucose was 148 mg/dl at the time of the incident. Customer does not recall any significant events leading to the alarm. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at the display window corners, belt clip slot and with minor scratched display window.